Manufacturer narrative:
(B)(6).

Event description:
Information was received that a smiths medical infusion pump had reportedly broke down during use on a patient. When the batteries were replaced, the pump began working once again.